Event description:
Additional information received reported that the reporter was not familiar with the patient but was going to try to obtain information from the office.

Manufacturer narrative:
Product ID 8598a lot# serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8703wts lot# p50290, implanted: 1998 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had an allergic reaction to morphine. The patient was reportedly sensitive to medications and needed to have dose increases done slowly. It was indicated that the patient had a physician who was able to get the dosing to a helpful level, but she lost insurance coverage for him. The patient then went to another physician, who did not listen to her and changed her medication to dilaudid. The reporter noted that the patient ¿never did get it¿, though it was unclear what was meant. A different surgeon gave the patient a name of a narcotic that her pain physician prescribed, but the dose was started off too high and it made the patient ¿real sick¿. At the time of report, the dilaudid and clonidine in the pump had been replaced with fentanyl. The change was made to get the patient off of narcotics, but it had not been helping much. It was also noted that the patient had been in the hospital at one point and was told that the physician was taking her narcotic medication. The patient no longer saw that doctor. At the time of report, the issue had resolved and was no longer a problem, though the patient was looking for a new physician to get her therapy back on track.

Event description:
It was later reported that the patient experienced withdrawal symptoms when the healthcare provider (hcp) changed drugs in the pump. At the time of this report, the patient was on a different drug and was doing great.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient still had concerns regarding her device or therapy, but was working with her doctor or pump manufacturer representative.